Event description:
It was reported that the dii controller was overheating. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dii controller was overheating. No case involved; therefore, there was no patient involvement. As per investigation results, settings error message was found.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found no issues. A functional evaluation revealed an unable to retrieve custom settings error message caused by a low battery voltage. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The unable to retrieve custom settings error message was confirmed, and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a low or dead battery voltage for the custom setting memory chip. This would cause a loss of power to main pcb's ic with the custom settings memory. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in b5 and h6 (medical device problem code).